Event description:
After the removal of the tibial tower using the slotted hammer with the punch and punch adapter inside the tower, dr. Inspected the tibial tower base. It was noted that a tower spike had broken off, and it was visual located din the tivial plateau. It was successfully retrieved using a kocher clamp. There was a 1-minute delay in the case, and the case was completed successfully.

Manufacturer narrative:
There is an open investigation on this issue. The instrument was used according to the protocol, and misuse does not seem to be apparent. There was no known damage prior to the case. The broken instrument has been requested to be returned for investigation.